Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, foreign material was noted. The patient presented for a follow-up visit post carotid stenting. The target lesion was located in the moderately tortuous and non-calcified carotid artery. Angiography was performed and the physician proceeded to angioplasty. This 3.5-5.5 190cm filterwire ez embolic protection system was used in conjunction with another manufacturers' balloon catheter. After the angioplasty was completed, the physician removed the devices and checked the filter for debris. Among the debris, white string like foreign material was attached within the filter. The procedure was successfully completed. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, foreign material was noted. The patient presented for a follow-up visit post carotid stenting. The target lesion was located in the moderately tortuous and non-calcified carotid artery. Angiography was performed and the physician proceeded to angioplasty. This 3.5-5.5 190cm filterwire ez embolic protection system was used in conjunction with another manufacturers' balloon catheter. After the angioplasty was completed, the physician removed the devices and checked the filter for debris. Among the debris, white string like foreign material was attached within the filter. The procedure was successfully completed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a portion of the distal tip of the protection wire was returned inside a small container. The delivery sheath and the retrieval sheath were not returned. The portion of the returned distal tip of the protection wire measured 14.5cm. The radiopaque distal tip of the protection wire was found curved. It was not wavy, stretched or damaged. There was dried blood and tissue at the bottom of the container. No white string or foreign matter was found inside the filter bag, only a small amount of dried blood was found inside the filter bag. During the visual and microscopic examination of the returned distal portion, all the components were present and no part of the device was found detached or missing. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).